Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her therapy would turn off by itself. She would check the implantable neurostimulator (ins) with the patient programmer (pp) and verify that the therapy was off and therapy would not turn back on by itself. The patient was unable to clarify what buttons they would press to verify that stimulation was off. It was noted that the patient last saw their healthcare provider (hcp) for programming in (B)(6) 2015. The hcp said that would be the last reprogramming they could do for the patient. (B)(6) was the last time the patient noticed therapy turned off and the patient decided to leave it off. It was unclear if it had been confirmed to be off at the time of the call. The patient was not feeling stimulation but it was noted to be on. A procedure not related to her device was mentioned; her titanium arm had been infected and she had a procedure. The patient was advised to increase stimulation from 1.15 volts to 1.25 volts and the patient felt it in the correct area. The patient would have the urge to go to the bathroom but would start going before getting to the bathroom and couldn't stop. She had felt like her therapy stopped and symptoms returned. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if it was resolved.